Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the users with rad tech role could no longer access medications in remote stock of certain station, specifically bascath3, where fridge medications appeared grayed out with no access. All main drawer medications remained accessible. No changes were made to the user role template, and the issue was first notices after the pyxis 1.11 upgrade. The remote stock fridge contained non-controlled medications with sufficient quantity, so the cause of the access restriction was unclear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users with the rad technician user role could not access medications in the remote stock fridge. A technical support specialist (tss) provided information about the feature, including documentation and links, answered customer questions about the product, and referred the customer to the bd portal website for product training. It was confirmed that the access issue was caused by the presence of a non-med item in remote stock drawer pocket 1. Since the rad technician user role did not have access to non-med items, this prevented users from accessing the remote stock drawer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the users with rad tech role could no longer access medications in remote stock of certain station, specifically bascath3, where fridge medications appeared grayed out with no access. All main drawer medications remained accessible. No changes were made to the user role template, and the issue was first notices after the pyxis 1.11 upgrade. The remote stock fridge contained non-controlled medications with sufficient quantity, so the cause of the access restriction was unclear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.